Event description:
It was reported an alarm was heard. Telemetry confirmed a critical alarm was occuring due to a motor stall. Motor stalls occurred two times in 2008 with subsequent recoveries on the same month. The pump was implanted on the following month. No symptoms or outcome were reported. Add'l info has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
.